Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the device was received and evaluated at the service center. The device was returned unwanted by the customer without any allegation of malfunction against the same, however, it was found that the 8 way socket assembly was corroded, hence this complaint can be confirmed. There were also minor scratches on the device identified during decontamination. The service of the device was however declined and was placed into long-term hold as it was not needed for the equipment exchange pool use. Fluid ingress into the device is the root cause of the corroded 8-way socket assembly. The minor scratches on the unit are a result of user mishandling of the device. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). The device was received and evaluated at the service center. The device was returned unwanted by the customer without any allegation of malfunction against the same, however, it was found that the 8 way socket assembly was corroded, hence this complaint can be confirmed. There were also minor scratches on the device identified during decontamination. The service of the device was however declined and was placed into long-term hold as it was not needed for the equipment exchange pool use. Fluid ingress into the device is the root cause of the corroded 8-way socket assembly. The minor scratches on the unit are a result of user mishandling of the device. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required.

Event description:
It was reported by the sales rep that the vapr vue generator device was returned with no reported issues. During an in-house engineering evaluation, it was determined that the 8-way sock assembly was corroded. There was no procedure involved. No additional information was provided.